Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available follow-up data from the 12th of july 2018 included a pacing impedance trend curve demonstrating values less than 200 ohms for the lead under complaint since the (B)(6) 2018 as reported in the event description. The sensing trend curve did not include any right atrial values and the threshold test showed atrial non capture, consistent with the complaint text. The mentioned x-ray images were not available for analysis. In spite of the provided information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. It was reported that 1 month after the implant low impedance, loss of capture and undersensing were noted during the follow up. It was decided to revise the lead.

Manufacturer narrative:
It was reported that during the lead revision on the (B)(6) 2018 the connector pin of the lead was cleaned and reconnected to the header resulting in normal electrical parameters. The lead remained implanted.